Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device had a damaged flex circuit, had foreign substance/debris/cleaning/sterilization, was making excessive noise, had heat, and the device would run in the locked position. It was further determined that the device failed pretest for no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, no short circuit between sensor gnd and connector body, safety assessment, noise assessment, and handpiece temperature assessment. It was noted in the service order that the device was not rotating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not rotating was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was generating heat and would run in the locked position. The assignable root cause of these conditions was determined to be traced to maintenance, which is improper maintenance. UDI ¿ (B)(4).